Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was damaged and dirty with cracks around the reservoir. Filled water tan, plugged in the line cord attached the temp check and turned on the device and the reported problem was duplicated. The root cause of the reported issue was found to be a damaged power switch. No actions were taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device had a bad power switch. No patient injury was reported.